Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The device was inspected for any damage or irregularities. The renegade hi flo showed damage in the form missing marker band at the distal end. There was stretching and flattening to the entire length of the renegade hi flo. It was also noticed there were kinks, 36.5cm, 57.5cm, 75cm and 122.5cm from the hub. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage. Device analysis determined the condition of the returned device was consistent with the reported information of a detached component.

Event description:
It was reported that the ro marker detached from the tip of the catheter and travelled down the gastroduodenal artery (gda). The target lesion was located in the mildly tortuous hepatic artery in the liver. A 135/10 renegade hi-flo catheter was selected for use. During the procedure, it was noted that the ro marker of the renegade hi-flo slipped off of the tip of the catheter. The ro marker travelled down the gastroduodenal artery (gda). The catheter was removed intact with the ro marker removed over the wire and the procedure was completed with a different device. No further complications were reported and the patient was fine post procedure.

Event description:
It was reported that the ro marker detached from the tip of the catheter and travelled down the gastroduodenal artery (gda). The target lesion was located in the mildly tortuous hepatic artery in the liver. A 135/10 renegade hi-flo catheter was selected for use. During the procedure, it was noted that the ro marker of the renegade hi-flo slipped off of the tip of the catheter. The ro marker travelled down the gastroduodenal artery (gda). The catheter was removed intact with the ro marker removed over the wire and the procedure was completed with a different device. No further complications were reported and the patient was fine post procedure.